Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via a literature article entitled: per bass and sirikonda 2015, "1st metatarsophalangeal joint fusion: a comparison of non-union and gender differences between locking and non-locking plating systems," there were eleven patients requiring intervention of seventy-six mtp fusions. One patient had superficial wound infection which resolved upon administration of oral antibiotics. One patient had a prominent plate screw removed after the primary surgery. Nine patients had repeat mtp fusion procedures due to non-union. No further details are known at this time.